Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following implantation of an intraocular lens (iol) the lens had a central defect. Three weeks post operation patient had visual disturbance and also armd (age-related macular degeneration). No additional information is available on this case as of yet. Additional information received stating surgeon plans to explant the lens in future due to a central defect.